Event description:
The microvascular anastomotic coupler was being used to join to vessel during a tram flap. The coupler worked properly when the 1.5 mm and 3.0 mm coupler were used. The 2.0 mm size coupler failed/did not align properly two separate times, using two different couplers. Both were the same lot #: 5774006 -1411957, cat. # gem 2752. The doctor was successful anastomosing the vessels, but said it added about an hour of surgery each time the 2.0 mm failed. Since the 1.5mm and 3.0mm worked properly, the problem appeared to be with the 2.0 mm coupler, not the instrument used to apply the coupler.